Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz3235 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage was found near the insertion site of the groshong catheter just upon removing the stylet after implanting the catheter. The user assume that there is pinhole breakage or cracking with the device. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen groshong catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The stylet and flushing hub were observed to be inserted into the catheter, and the proximal end of the catheter was observed to be up against the white plastic of the flushing hub. The sample was flushed with a 12 ml syringe of water and a leak was observed in the catheter between the 56 cm and 57 cm depth markers. A microscopic observation revealed a small circumferential split in the catheter approximately 2.8 cm distal to the proximal end of the catheter. The split was observed to be straight with mostly even edges. After the catheter was dissected, additional splitting was observed on the interior wall at the location of the small split. These additional splits were observed to be superficial and branching from the small, complete split. The split surfaces were observed to be mostly flat and granular, and the edges of the splits were observed to be somewhat rough. A thin flap of material was observed on the distal side of the split and appeared to have been pushed away from the center of the split. While the exact cause of the split observed in the returned sample is unknown, the characteristics of the damage suggest the catheter was damaged from within. This could be caused by compression and/or manipulation of the catheter with the stiffening stylet still inserted or by forceful insertion of an object into the proximal end of the catheter. A lot history review (lhr) of recz3235 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage was found near the insertion site of the groshong catheter just upon removing the stylet after implanting the catheter. The user assume that there is pinhole breakage or cracking with the device. There was no reported patient injury.